Event description:
During a follow-up visit, pli out of range was observed. Loss of capture was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.